Event description:
Additional information was received from the patient. The patient (pt) reports they "hadn't had any major issues". Pt reports they "hadn't felt it before or since" but one time when their spouse was receiving an MRI/cat scan they experienced throbbing at the implant site. Pt states they were in the same area, just down the hall from the MRI and/or cat scan and their spouse was the first scan of the day so the facility hadn't powered on the imaging equipment yet. Pt reports when the imaging equipment was powered on/when their spouse was going for their scan they began feeling a "weird feeling right where the unit sits, like a thumping or throbbing" it would do it a few times then stop, then do it again. The pt reports running out to their car, and that it happened a couple times in the car, but then it stopped doing it. Pt reports it was "the unit itself doing this like a throb". Pt also states it feels like the implant is super close to their skin, stating they had gotten sick and lost "a whole bunch of weight". Pt states they had not had any other issues with the device before or since.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient stating they turn the device off in situations involving medical equipment and are very cautious when entering medical facilities. When they had an EKG done, they were having issues with interference. When their husband had an ER visit, they had to leave the room to avoid interfering with his machines. They feel heat from the unit on occasion when charging and sitting against the unit. They also have occasional tenderness around the unit but the leads have never given them issues.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported the other day they went with their husband who was scheduled to have an MRI. Patient stated they were sitting in the waiting room prior to their husband's MRI and their device started pulsing. Patient described it as a throbbing and stated it was not painful. Patient reported they went out to their vehicle and it seemed to subside but stated the same thing occurred again later on that day. Patient stated they were told their husband was the first MRI appointment of the day and that the machine was not even turned on yet. Patient noted their back is really sore since then and added that they have arthritis in their hips which the therapy is helping with but commented today is not a good day for them. Agent confirmed therapy is on and in group b; patient confirmed this is the therapy group they normally use and added they just had reprogramming so the implant battery lasts longer. Agent reviewed information and the patient was redirected to mdt rep and their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.